Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3074301. D4. Medical device expiration date: 2024-03-31. H4. Device manufacture date: 2023-03-15. D9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-septemeber-06. Bd received 15 samples from lot 3048767, 9 samples from lot 3074301 for investigation. The samples were evaluated by visual examination, and the indicated failure mode for tube push off with incident lot was not observed. A draw test was performed at the manufacturing site on 10 sample tubes from lot 3048767 and 9 sample tubes from lot 3074301, and all tubes were within specification limits with no tube push off occurring. Additionally, 100 retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed relating to tube push off as all samples met specifications. A draw test was performed at the manufacturing site on 10 sample tubes from each lot, and all tubes were within specification limits with no tube push off occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes the tube push off non patient end of needle. The following information was provided by the initial reporter: customer reports that pst tubes that are popping off the vacutainer hubs before they are filled while using cat 367962 lot 3048767.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tube push off non patient end of needle. The following information was provided by the initial reporter: customer reports that pst tubes that are popping off the vacutainer hubs before they are filled while using cat 367962 lot 3048767.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.